Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. It was reported that the patient was not wearing the lifevest due to a severe allergic reaction to the lifevest. It was reported that the patient had ulcers and had been hospitalized due to the irritation. The final medical outcome of the allergic reaction is unknown. There was no alleged device malfunction.